Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a loss of suction during lasik flap creation. A new patient interface was used to complete the treatment without patient harm.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The root cause can not determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The manufacturer internal reference number is: (B)(4).